Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported skiving remains unknown.

Event description:
During an atrial fibrillation ablation procedure, skiving was noted. The needle and sheath were prepped in the normal fashion. The needle with stylet was advanced up dilator and allowed to rotate freely. Puncture was performed, the needle was withdrawn, and the sheath was aspirated which produced plastic shavings. The procedure was completed successfully without patient complications.